Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary knee in (B)(6)2017. On (B)(6) 2017 the patient was revised due to signs of infection. The pathogen was enterococcus. The surgeon washed out the knee and swapped the tibial component and the femur. Then, the patient was revised again due to signs of infection. Batch reviews performed on 13 november 2017. (B)(4).

Event description:
The patient was revised due to signs of infection. The surgeon revised the tibial component, femur and patella. The surgery was completed successfully.